Event description:
It was reported the implantable loop recorder (ilr) showed multiple asystole episodes that the clinician suspected were false asystole. A review of a remote transmission found that the ilr was both oversensing and undersensing. It was noted that the implant site was under the clavicle by the 1st rib. Programming changes and the possibility of moving the ilr to a more traditional implant site were discussed. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.